Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the mildly tortuous and 70% stenosed anatomy and/or the device and sheath/guiding catheter were not coaxially aligned resulted in the reported difficult to advance. Inadvertent mishandling likely resulted in the noted outer member crack. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the internal carotid artery with mild tortuosity and 70% stenosis. The guide wire was advanced into the internal carotid artery and the 5x80 mm and 6x60 mm xpert pro self expanding stent systems (sess) could not cross the 5 fr sheath. A 6fr sheath was used; however, the devices still could not cross the 6fr sheath. Therefore a non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. The physician deployed the stents outside the anatomy and were washed with water prior to being sent back. Returned device analysis identified that the outer member of both devices was cracked. No additional information was provided.